Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 17mm amplatzer septal occluder was selected for implant. However, the left disc deployed with a "cobra" shaped deformation and the device was removed from the patient. The device was washed with physiologic serum and heated 3 times with the device returning to normal form in vitro. However, after 3 unsuccessful attempts to deploy the device in the patient as the device continued to deploy in a "cobra" shape, a second 17mm amplatzer septal occluder (lot #: unknown) was successfully implanted. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined; however, per the site the device returned to normal form in vitro and deformed once deployed in the patient.

Event description:
On (B)(6) 2019, a 17mm amplatzer septal occluder was selected for implant. However, the left disc deployed with a "cobra" shaped deformation and the device was removed from the patient. The device was washed with physiologic serum and heated 3 times with the device returning to normal form in vitro. However, after 3 unsuccessful attempts to deploy the device in the patient as the device continued to deploy in a "cobra" shape, a second 17mm amplatzer septal occluder (lot #: unknown) was successfully implanted. No patient consequences were reported. No additional information was provided.